Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a 7.5 cm in diameter abdominal aortic aneurysm. It was reported that an endurant bifurcated stent graft and an endurant aortic cuff were implanted and angiography showed that there was proximal type I endoleak. The aortic neck of the abdominal aneurysm thin and angulated. The physician advanced another endurant aortic cuff 28x28x45 to the intended landing zone however, the stent graft could not be deployed. The physician removed the undeployed endurant stent graft system from the patient. Another endurant aortic cuff stent graft system was successfully implanted and the proximal type I endoleak was resolved. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.